Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2924 showed 27 other similar product complaint(s) from this lot number.

Event description:
It was reported that the connector of the extension tubing was unable to be engaged firmly. It was stated that this occurred with 25 devices. This report address the eighth device.